Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. When the pt took cassette out she noticed that inside the cassette door was damp. Pt states no ill effects or antibiotics taken, denies shortness of breath, fevers, chills, nausea or vomiting. Effluent has remained clear. There is a sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.